Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
It was reported that the sensor they are currently using is leaving a burn mark on his daughter's foot and would like a recommendation from masimo on a different sensor to use. He was requesting more information regarding the lncs neonatal soft touch sensor. The customer is stating that it is difficult to get a reading with the sensor. He puts the sensor on the feet, big toe or the hands. The customer described the sensor as leaving circle marks on the baby's foot. After the sensor was on for eight hours the dot remained for two weeks.